Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. A crack was noticed on the dialyzer. Estimated blood loss was 150ml's. No medical intervention was required and the pt had no adverse effects. A companion sample of the same lot number is available.